Event description:
Patient had cath and the next day was sitting in bed and felt something pop in right groin. Felt need to go to the bathroom. Got up and felt weak, fell to floor. Discovered to have massive bleed with retroperitoneal hematoma. Taken emergently to surgery; had bleed from iliac artery. Surgeon indicated angioseal failed.